Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified no complication noted from the primary search. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): 00596403009 - articular surface size cd 9 mm height (5.5 mm under the condyles) 'use with plate 3 - 63045527; 00598603702 - stemmed nonaugmentable tibial component option cr/ps/lps size 4 for cemented use only - 63135826; 6601773 - palacos r=g 2x20 - 81655265; 66017569 - palacos bone cement 2x40 - 81874451; 4160 - optivac m - 0001061421. Report source, foreign country : united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00937; 0002648920-2023-00067.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently 7 years later, the patient reported pain that is worsening and decreased range of motion. No intervention was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.